Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving an unspecified error message. The pt did not remember what the error number was. During troubleshooting, the customer care advocate noted that there was no product misuse based on the info provided. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self adjusting insulin. The error message began approx 1 year ago. The pt reportedly could obtain her blood glucose reading due to the product issue and was concern about her diabetes complications. By the time she went to the doctor's office to obtain a blood glucose reading, she reportedly tested in the low "60 mg/dl" on the doctor's meter. The pt's doctor treated the pt with food/drink at the time of concern. This complaint is being reported because the pt claimed she obtained medical intervention suggestive for hypoglycemia after the product issue began. Replacement products were sent to the pt.